Event description:
While unfolding the sterile drape over the sterile field, the surgical staff noted a long black hair like string. The drape was immediately removed from the field. The surgical team removed gloves and replaced with sterile gloves. Draping continued with a new drape in the usual fashion. The surgeon agreed to proceed with the procedure.